Event description:
Boston scientific received information that this pacemaker dependant patient is exhibiting noise which is causing pacing inhibition. A boston scientific sales representative (sr) noted that they cannot always see the atrial sense (as) markers as they are lining up with the ventricular pace markers. Technical services (ts) was consulted and suggested increasing the sensitivity settings. The sensing configuration cannot be changed as this lead is a unipolar lead. In order to best provide a/v synchrony is suggested lowering the lower rate limit (lrl) by 10 bpm, and that resolved the missing as markers issue. Another suggestion was offered to change the current device programming to ddd but that could have an impact on longevity long term. Ultimately the sr lowered the lrl to 65 bpm and that was sufficient. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.